Manufacturer narrative:
Product event summary: the balloon catheter, 2af283 with lot number 94020, was returned and analyzed. Visual inspection of the balloon catheter showed the guide wire lumen was kinked at the balloon segment. Verification of the smart chip file indicated the catheter was used for 17 injections. The catheter failed the performance test due to system notice (B)(4) which was triggered immediately when connected to the console. The dissection test showed the guide wire lumen (gwl) kink and twist at 2.01 inches from the tip of the catheter and another kink at 1.1 inches from the tip of the catheter. Pressure test showed a breach at the gwl kink at 1.1 inch, the breach could have occurred during the manipulation to remove the catheter from the sheath. In conclusion, the balloon catheter failed the returned product inspection due to the gwl kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.